Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered bleeding, urinary frequency, exposed transvaginal urethral suspension tape, erosion, yellow discharge, infections, hematoma in groin, and emotional distress. No further information has been provided.